Manufacturer narrative:
Continuation of d10: dtmb1d1 crt-d implanted: (B)(6) 2023 407652 lead implanted: (B)(6) 2012 439688 lead implanted: (B)(6) -2012 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) was fractured. The rv lead exhibited oversensing which resulted in inhibition of pacing. Noise was possibly observed and loss of capture was suspected. An acute increase in rv pacing impedance measurements was observed. The rv lead also exhibited elevated sensing integrity counter (sic). The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.